Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that reproducible noise was noted on the right atrial lead. The noise triggered several false, inappropriate auto mode switch and noise reversion episodes. The patient experienced dizziness upon standing but it was unknown if it was related to the noise. The device was reprogrammed and the patient would continue to be monitored.